Manufacturer narrative:
Based on the claim against the product by the customer noting potential fragment, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer could not find the monopolar curved scissors (mcs) instrument tip cover accessory. The surgeon did not know if the tip cover fell into the patient, or was elsewhere, they just could not account for it. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.